Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter adhered to the inferior vena cava (ivc) wall and cannot be removed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter adhered to the inferior vena cava (ivc) wall and cannot be removed.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter adhered to the inferior vena cava (ivc) wall and cannot be removed. Per the implant records, the filter was indicated for deep vein thrombosis (dvt). Under fluoroscopic guidance the right groin was accessed, and a catheter system was advance into the inferior vena cava and placement of the optease filter was achieved. The patient tolerated the procedure well and the device was noted as being in good position. Approximately four years and ten months after the filter was implanted, the patient underwent removal of the ivc filter as it was no longer needed. Under direct ultrasound guidance, the right common femoral vein was accessed with a needle and a guidewire was passed to the inferior vena cava under fluoroscopic guidance. An inferior venacavogram was performed demonstrating no thrombus in the filter of the ivc. Initial attempts made with a snare and wire were unsuccessful. Forceps were successfully used to grasp the ivc filter and multiple attempts were made at dislodging the filter from the caval wall; however, this was unsuccessful as well. Finally, a microwire was looped through the ivc filter and it was snared and retracted into the catheter and the surgeon was able to capture the inferior hook; however, the filter remained adhered to the ivc wall, and at that time it was decided to abort retrieval. A completion inferior venacavogram demonstrated the adhered filter without evidence of extravasation. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports the filter is embedded in the ivc unable to be retrieved in addition to an unsuccessful percutaneous removal procedure attempted approximately four years and ten months after the filter implantation. The patient also asserts to have suffered from nausea, severe headaches, abdominal pain and further experienced fear and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to adhere to the inferior vena cava (ivc) wall and cannot be removed. The patient reported that the filter is embedded in the ivc unable to be retrieved in addition to an unsuccessful percutaneous removal procedure attempted approximately four years and ten months post implant. The patient also reports nausea, severe headaches, abdominal pain and fear and anxiety related to the filter. According to the implant record the indication for the filter implant was deep vein thrombosis (dvt). Under fluoroscopic guidance the right groin was accessed, and a catheter system was advance into the inferior vena cava and placement of the optease filter was achieved. The patient tolerated the procedure well and the device was noted as being in good position. Approximately four years and ten months post implant, the patient underwent removal of the ivc filter as it was no longer needed. Access was obtained through the right common femoral vein. An inferior venacavogram was performed demonstrating no thrombus in the filter of the ivc. Initial attempts made with a snare and wire were unsuccessful. Forceps were successfully used to grasp the ivc filter and multiple attempts were made at dislodging the filter from the caval wall; however, this was unsuccessful as well. Finally, a microwire was looped through the ivc filter and it was snared and retracted into the catheter and the surgeon was able to capture the inferior hook; however, the filter remained adhered to the ivc wall, and at that time it was decided to abort retrieval. A completion inferior venacavogram demonstrated the adhered filter without evidence of extravasation. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films or images for review the reported event(s) could not be further clarified. Anxiety, headaches, abdominal pain and nausea do not represent a device malfunction and may be related to underling patient specific issues. With the very limited information provided it is not possible to draw a conclusion between the reported events and the filter. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.